Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d9, g2, h3, h6.

Event description:
Patient reported a left side capsular contracture, baker grade unknown, hardness, implant is sitting high, and unilateral exchange. Physician later confirmed capsular contracture, baker grade IV. Device has been explanted.

Event description:
The device has been explanted.

Event description:
Patient reported, capsular contracture, baker grade unknown, hardness, implant is sitting high, and unilateral exchange. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.